Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported leak/splash could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report leak, intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. When inserting a ntw clip delivery system (cds) into the steerable guide catheter (sgc), the sgc lost the fluid column, and aspiration was required; however, there was no air in the anatomy. The air remained in the sgc column. Therefore the clip and the sgc were removed and replaced. There was difficult grasping of a ntw cds, and it was felt that an xtw clip would work better. Therefore the ntw cds was removed and an xtw clip was successfully implanted, reducing mr to 2. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.